Event description:
It was reported that during a sub total colectomy procedure, the surgeon had been using the instrument on tissue. When he released the instrument from tissue the white pad fell off. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information requested as to the location of the tissue pad.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.